Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 5 of 5 mdrs filed for the same event (reference 1825034-2014-03830 / -03833 and -06129).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2003, and right total hip arthroplasty on (B)(6) 2004. Legal counsel for patient reported patient underwent a left hip revision procedure on (B)(6) 2007, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, elevated metal ion levels, loss of range of motion, metal poisoning and metallosis. There has been no reported right hip revision to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes dated (B)(6) 2007 reports patient was revised on the left hip due to pain and a loose femoral component. Revision op report notes the femoral head had subsided within the proximal femur and dense scar tissue, which made the head difficult to dislocate. The head and stem were removed and replaced.